Event description:
The customer reported that while he was using the instrument, its knife blade became stuck on tissue. The jaws could still be opened to remove the device from tissue. The surgery was eventually converted to an open procedure, but not due to problems with the device. The surgery was converted to open due to the pt's obesity and a number of complex adhesions. There was no resulting pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.